Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room complaining of dizziness. Upon interrogation, the right ventricular lead exhibited interment capture. The lead was capped and replaced without complications on (B)(6) 2018. Patient's device was interrogated prior to discharge and all was within normal limits.